Event description:
It was reported that a patient underwent an incisional hernia repair procedure in 2009. The patient vomited ten days post-operatively and she heard a cracking sound. An hour later, the patient saw blood at the surface of the skin. On the following month, a re-operation was performed and the mesh was found to have split in two down the middle from top to bottom. The mesh was found to be incorporated into the tissue and the fascia stitches were still in place. The surgeon implanted a new like mesh on top of the initial mesh.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the bach manufacturing records was conducted and the batch met all finished goods release criteria.